Event description:
This is a spontaneous case report received from a physician in united states on 01-sep-2016 which refers to a female patient of unspecified age who had essure (fallopian tube occlusion insert) inserted in (B)(6) 2014 for permanent sterilization. On an unspecified date the patient was complaining of pelvic pain. It was listed as pressure in bilateral lower quadrant, worst on the right side. Follow up 12-oct-2016: follow up letter received from physician. Essure lot number provided, c91742. The patient had removal of device and bilateral salpingectomy on (B)(6) 2016. The patient was diagnosed with pelvic pain and possible pelvic adhesions (left adnexal). She underwent a laparoscopic hysteroscopy with the removal intra-uterine foreign body and laparoscopy with lysis of pelvic adhesions. The adhesions involved the left fallopian tube, the left ovary, and the left pelvic sidewall. The essure devices were identified within the tubes and the proximal segments of the devices were also identified at the cornu. The hysteroscope was inserted. The endocervical canal and its cavity and tube velocity were identified. The proximal segments of the devices were identified and removed hysteroscopically. The patient tolerated the procedure well and was returned to the recovery room in good condition. Company causality comment: this spontaneous medically confirmed case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and had pelvic pain. Upon follow up information, it was reported that patient had pelvic adhesions (left adnexal) involving left pelvic sidewall and adhesions involving left fallopian tube and left ovary. Patient underwent a laparoscopy, with lysis of adhesions, bilateral salpingectomy with devices removal and during a diagnostic hysteroscopy, an intra-uterine foreign body / proximal segments of the device were removed. Pelvic pain and device breakage are anticipated whereas pelvic and ovarian adhesions are unanticipated in the reference safety information for essure. After essure insertion, pelvic pain may occur. Given the plausible temporal relationship and lack of alternative explanation, a causal relationship with essure cannot be excluded. The exact onset date of pelvic/ovarian adhesions is unknown. However, considering their physiopathology and their co-localization with essure inserts, it cannot be excluded that these events are related to essure. The exact date and the mechanism of device breakage are not known. However, considering the nature of event, it was considered related to essure. Additional non-serious event was reported. This case was regarded as incident, as a surgical intervention was reported. A product technical analysis and further information (breakage questionnaire) are expected.

Manufacturer narrative:
This spontaneous case was reported by a physician and describes the occurrence of pelvic pain ("patient with pelvic pain after insertion"), pelvic adhesions ("pelvic adhesions (left adnexal) involving left pelvic sidewall") and ovarian adhesion ("adhesions involving left fallopian tube and left ovary") in a (B)(6) year-old female patient who had essure (batch no. (B)(4)) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pelvic adhesions (seriousness criteria medically significant and intervention required), ovarian adhesion (seriousness criteria medically significant and intervention required) and abdominal discomfort ("listed as pressure in bilateral lower quadrant worst on the right side"). The patient was treated with surgery (hysteroscopy), and surgery (laparoscopy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, pelvic adhesions, ovarian adhesion and abdominal discomfort outcome was unknown. The reporter provided no causality assessment for abdominal discomfort, ovarian adhesion, pelvic adhesions and pelvic pain with essure. The reporter commented: there was no breakage, the devices were intact. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24 kg/sqm. On (B)(6) 2016: hysteroscopy and laparoscopy showed the inserts were intact. Most recent follow-up information incorporated above includes: on 24-jul-2017: quality safety evaluation of ptc. Essure legal manufacture has changed from bayer healthcare, llc, (B)(4) to bayer pharma ag, (B)(4), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type 'initial' indicates here initial submission by the new legal manufacturer only. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
The reporter commented: there was no breakage, the devices were intact. Diagnostic results: on (B)(6) 2016: hysteroscopy and laparoscopy showed the inserts were intact. This report is made by bayer without prejudice and does not imply any admission or liability for the incident or its consequences. Most recent follow-up information incorporated above includes: on (B)(6) 2016: essure- device breakage questionnaire stated there was no breakage. Company causality comment: this spontaneous medically confirmed case report refers to (B)(6) -year-old (B)(6) patient who had essure (fallopian tube occlusion insert) inserted and had pelvic pain after that. Upon follow up information, it was reported that patient had pelvic adhesions (left adnexal) involving left pelvic sidewall and adhesions involving left fallopian tube and left ovary. Patient underwent a laparoscopy, with lysis of adhesions, bilateral salpingectomy with devices removal and during a diagnostic hysteroscopy, an intra-uterine foreign body / proximal segments of the device were removed (previously seen as device breakage). Upon receipt further information, physician stated that no breakage occurred the devices were intact after surgery. Pelvic pain is anticipated whereas pelvic and ovarian adhesions are unanticipated in the reference safety information for essure. After essure insertion, pelvic pain may occur. Given the plausible temporal relationship and lack of alternative explanation, a causal relationship with essure cannot be excluded. The exact onset date of pelvic/ovarian adhesions is unknown. However, considering their physiopathology and their co-localization with essure inserts, it cannot be excluded that these events are related to essure. Additional non-serious event was reported. This case was regarded as incident, as a surgical intervention was required. A product technical analysis is awaited.